Event description:
It was reported by the customer that the pyxis medstation es system medication is not appearing in apex/epic as loaded in the pyxis system. I have attempted to physically unload and reload the medication at the station several times, yet it continues to remain unpopulated. A customer has indicated that there was a delay in the dispensing of medication attributed to a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that medication is not showing loaded in apex, but is physically loaded in pyxis. A technical support specialist established a connection to the cce and observed that both unload and load messages are being transmitted to epic. The system functioned as intended after troubleshooting.